Event description:
Boston scientific received information that one month post implant a revision procedure was performed because this left ventricular(lv) lead had dislodged which resulted in loss of capture . This lead was not reused and explanted due to the physician's preference for a longer lead. A new boston scientific lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.